Event description:
Reporter indicated the patient had no trauma and did not manipulate the vns. The explanted generator was discarded by the hospital.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient was to be moving forward with replacing the vns lead, however; the patient canceled the surgery consult appointment and has not responded to repeated calls over several weeks to reschedule the appointment.

Event description:
Reporter indicated that during vns generator replacement surgery for generator end of service, high lead impedance was obtained with the new generator and resident vns lead. Reinserting the lead pin did not resolve the high impedance, ruling out a lead pin issue and making a lead fracture the most likely cause for the high impedance. Generator diagnostics with the new generator did not indicate any generator malfunctions. The lead was not replaced, and the new generator was left programmed off. The patient will likely have the lead replaced at a later date. Attempts for additional information and return of the explanted generator are in progress.